Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure related to the device's keypad was observed. The device's front panel/keypad led was replaced to address the issue.